Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events - 19 events were reported for this quarter. Product return status - 12 devices were received for evaluation. 7 devices were available for evaluation but have not yet been received. Evaluation status - 11 reported events were confirmed during testing. - 11 devices were found to be bent. 1 device evaluation is in progress. Additional information - 19 devices were not labeled for single-use. 19 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 19 </noe> malfunction events in which the device was bent. 18 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 19 total events were initially reported. 7 previously reported events are included in this follow-up record.   Product return status 7 devices were available for evaluation: - 7 devices were evaluated in the field.   Evaluation status confirmed 7 reported events were confirmed during testing. - 7 devices were found to be bent.   Additional information 7 devices were not labeled for single-use. 7 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 19 </noe> malfunction events in which the device was bent. 18 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.